Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed that the regulator pressure was too high. The fe cleaned the regulator and adjusted the pressure. The fe notes that the probe was not damaged. Repairs have returned the instrument to expected operation. (B)(4)